Event description:
Reportedly, during testing, an "o2 sensor bad" alarm occurred that could not be resolved by calibration. Upon replacing the sensor, the unit worked normally. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).